Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard button was not working. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that physical damage, as the b key was found detached from the keyboard assembly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the pyxis medstation es (keyboard button for letter b is not working and keeps getting stuck) was confirmed during fse testing. According to work order (wo) (B)(4), the field service engineer reported that the keyboard was faulty, with several letters not functioning. The keyboard was replaced. The customer verified proper operation within the application with no further issues observed. During dchu visual inspection confirmed that one (1) used assy, kybd, sealed,101 keys (p/n 358591-01) was received with the b key broken and detached from its original position, appearing loose and improperly secured. There are no signs of fluid ingress or any other anomalies. The hardware test application (hta) confirmed that the assy, kybd, sealed, 101 keys unit successfully passed the test; however, despite passing, the key component does not remain securely attached to the keyboard assembly, which is not acceptable for field use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (keyboard button for letter b is not working and remains stuck) was identified as physical damage, as the b key was found detached from the keyboard assembly.

Manufacturer narrative:
A review of the complaint history for (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6), was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard button for the letter b was not working and kept getting stuck. A field service engineer found that the keyboard was faulty, with several letters not functioning. The keyboard was replaced. The customer verified proper operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard button was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.